Event description:
A caller reported experiencing intermittent occlusion alarms. The customer's blood glucose level was as low as 440 mg/dl but displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer reverted to an alternate method of insulin therapy.